Event description:
This incident involved a single pt. This pt's medical history is not known. Info as stated from lenstec customer service returns form: "viscojet. Not sure when lens tore; noticed after implanting; cut to remove; enlarged incision; but no pt injury; no complaint of lens, but did complain of viscojet on phone."

Manufacturer narrative:
Lenstec's dfu specifically states that failure to ensure the lens haptic or optic is properly placed in the cartridge can lead to damage during injection/implantation. Lenstec's internal complaint investigation is attached. Conclusion: lenstec can confirm that all procedures in the mfg and packaging of the lens were conducted correctly and that the quality of the lens is not at fault. After having carried out a detailed investigation of the lens in question, lenstec concludes that the event was not caused by the lens design. The broken haptics appeared to have been cut but we are unable to determine a specific cause for this incident. With regards to the optic, lenstec concludes that the optic was probably cut to facilitate removal of the lens from the eye. According to the info provided, the medicel viscoject 1.8 injector set was the instrument used. We have conducted extensive testing on the lens model in question and this instrument; our results indicate that this lens and the above instrument are compatible and meet international requirements (iso 11979-3) for performance testing. Additionally, the medicel viscoject 1.8 has not changed in specifications from what was previously approved by lenstec. Lenstec also recommends that the instructions for use supplied with each lens care are carefully followed.